Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient initially experienced low flows but flows began to rise throughout the day with the hospital staff being unaware until a high watt alarm occurred. No treatment was reported at that time and an additional forty-four (44) high watt alarms were logged. The on-call ventricular assist device (vad) coordinator attempted to change the controller and restart the pump but was unsuccessful. The patient was treated with dobutamine while the pump remained off; the patient experienced pulseless electrical activity and expired. The controller ((B)(4)) was returned to the manufacturer for evaluation. The returned controller ((B)(4)) passed visual inspection and functional testing. Review of the controller log files confirmed the reported alarms, decrease and increase of power consumption, and unsuccessful pump start. The most probable root cause of the reported event may be attributed to thrombus formation/ingestion within the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is three of three reports (3007042319-2015-03258, 2015-03259 and 3007042319-2015-03260) submitted for devices related to the same event.

Event description:
It was reported from the united states that this (B)(6) male patient ((B)(6)) had gotten up to the sink to brush his teeth and a low flow alarm occurred with an estimated flow of less than 0.5l. The patient complained of being light-headed and had a decrease in blood pressure. The patient's hematocrit was 23. The patient was given a 250 millilitre intravenous albumin bolus and four (4) units of blood. The patient had been in the hospital for treatment of a gastrointestinal bleed. It was stated that the patient's inr was 1.58 on (B)(6) 2014. The flow on the pump and the patient's blood pressure rose slowly over the next four (4) hours. The power continued to rise throughout the day with the hospital staff being unaware until the high wattage alarm occurred at 20:49. No treatment was reported at that time. Preliminary controller log analysis showed multiple low flow and high wattage alarms. The on-call ventricular assist device (vad) coordinator attempted to change the controller and restart the pump but was unsuccessful. The patient was started on dobutamine 5 mcg/kg/min. The patient maintained a stable blood pressure throughout the high wattage events and after the pump stopped. Patient was then transferred to the cardiac critical care unit and a pulmonary artery catheter was placed to monitor the patient. The patient was stable with a blood pressure of 100/52 mmhg, receiving dobutamine 5 mcg/kg/min "but no pressors". The patient's cardiac output was 7.2 l/min and cardiac index was 3.1 l/min. The pump remained off and the patient was listed as 1a on the heart transplant list. The patient experienced pulseless electrical activity (pea) and died on (B)(6) 2014 while awaiting a heart transplant. An autopsy was performed on (B)(6) 2014 which gave the preliminary anatomic cause of death as indeterminate.